Event description:
A (B)(6) female pt contacted zoll customer support to report constant check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. As received, the belt failed the incoming hi-pot test. Upon evaluation, pin 11 of component u700 was shorted. The cause of the check te pad messages is lack of communication by the pca board inside the distribution node. The cause of the lack of communication is defective internal clock. The cause of the defective internal clock is a power draw. The cause of the power draw is the shorted component u700. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.